Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a frayed pitch cable at the distal clevis hub. The instrument can experience loss of intuitive motion as a result. Other cables were not damaged. The housing was removed from the back end, no damage was observed. An additional observation not reported by the site was also observed. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base and on the exterior of the grips. The thermal damage to the yaw pulley is unrelated to the conductor wire of this instrument. No insulation damage was observed. The conductor wire is not damaged or broken.

Event description:
It was reported that prior to a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was found to have non-intuitive motion. It was not following surgeons commands of opening and closing. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.